Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 250, 458, 120 mg/dl. Tests were done within 10 minutes with a difference of 72%. Patient did not experience any adverse events. No further information has been reported.